Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. However, the device evaluation found following findings: the image returned when light guide was connected due to deterioration of scope connector detection section; the light intensity value could not be measured normally due to deterioration of the scope connector detection unit and the battery was drained out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a black out during an unspecified surgery while using video system center. There was no report of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a microscopic right hemicolectomy. The procedure was completed with another device. There was a delay due to device exchange, delay exact time is unknown.